Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery when the customer was changing the infusion set and was attempting to fill the line. Customer's blood glucose was over 200 mg/dl. Troubleshooting was performed and the reservoir was changed out to resolve the issues. Manual prime was performed and the device didn't alarm. Customer declined to return the reservoir to analysis.